Event description:
It was reported the healthcare professional had ¿multiple fractured leads.¿ the reporter stated they had not received any information from the manufacturer about the problem or correcting the problem. Additional information was requested, but was not available as of the date of this report.

Event description:
Additional information received reported that all parts of the lead were explanted. It was unclear if the patient(s) were receiving effective therapy.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, serial# unknown, product type lead. (B)(4).